Event description:
A hospital in (B)(6) reported that an rt105 adult inspiratory-heated breathing circuit did not heat.no patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wire in the inspiratory tube of the returned complaint breathing circuit was tested using a multimeter. Results: the electrical resistance of the inspiratory heater wire was outside the required specification for this product. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the electrical resistance of the heater wire was found to be outside the specification of this product. The root cause of this fault could not be determined. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became faulty post production.